Manufacturer narrative:
The reported event of lead was damaged while positioning was confirmed. A complete lead was returned in one piece for analysis. Visual examination found the lead body insulation was perforated by guidewire at the s-curve region. The cause of the reported event was due to procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead damaged. The lv lead was not used and replaced during the procedure. The patient was in stable condition.